Event description:
It was reported that during an operation while the external pulse generator (epg) was connected to a patient, the epg turned off during operation. A new battery was used. The use of this device has been suspended at this facility. The device was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).